Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Customer reported receiving a power error detected alarm. Customer was able to clear alarm and complete rewind but troubleshooting did not resolve issue. Mmt-1780kl was requested and customer response was the device will be returned. Troubleshooting was performed and the customer was successfully able to clear the alarm and rewind process.

Manufacturer narrative:
S/w version 4.11 e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 25 and unexpected battery power loss found on 10-nov-2023. The pump passed the displacement test, sleep current test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into reservoir compartment during testing. No pump error 25 was noted during testing. Successfully downloaded history files and traces using thus software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue on the j6 connector. Pump alarmed 3 replace battery alerts on the event date of 11/10/2023 at 08:00:00.000, 15:01:06.000, and 17:00:00.000 and were unexpected. Pump alarmed 2 pump error 25 alarms on the event date of 11/10/2023 at 11:00:00.000, and 20:00:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Pump error 25 was confirmed in the pump history files and traces due to connector resistance j6/pcba 1. Unexpected battery power loss confirmed was confirmed in the pump history files and traces due to connector resistance j6/pcba 1. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into reservoir compartment during testing. No pump error 25 was noted during testing. Successfully downloaded history files and traces using thus software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue on the j6 connector. Pump alarmed 3 replace battery alerts on the event date of 11/10/2023 at 08:00:00.000, 15:01:06.000, and 17:00:00.000 and were unexpected. Pump alarmed 2 pump error 25 alarms on the event date of 11/10/2023 at 11:00:00.000, and 20:00:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Pump error 25 was confirmed in the pump history files and traces due to connector resistance j6/pcba 1. Unexpected battery power loss confirmed was confirmed in the pump history files and traces due to connector resistance j6/pcba 1. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.